Event description:
It was reported that at the end of an imaging procedure and, upon removal of the ivus catheter from the pt's body, the ivus catheter became stuck on the guidewire outside the pt's body, and the tip of the ivus catheter became detached. All portions of the ivus catheter were removed from the guidewire. There was no delay or prolonging of the procedure due to this event, and the procedure was completed as expected. There was no pt injury and no adverse events reported.

Manufacturer narrative:
(B)(4). Ivus catheter was returned to the manufacturer for evaluation. Upon receipt it was observed the catheter was separated into 2-pieces, the separation occurred in the adhesive transition area of the catheter's tip, distal to the pzt scanner area. Blood was observed in the scanner and the extended single lumen (esl) was sliced open exposing the scanner. The polyimide attached to the separated distal tip was damaged in accordion shape. A tear distal of the exit port and a kink were observed. All components were observed to be present during investigation. Based on the condition of the returned device, it is likely that while removing the catheter from the catheter from the pt's body, binding may have occurred between the guidewire and the catheter causing damaged to the esl. In an effort to remove the catheter, it appears that sufficient force may have applied and resulted to tip separation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The IFU precautions for this device states: protect the catheter tip from impact and excessive force. Do not advance the guidewire against significant resistance. If binding occurs between the catheter and the guide wire while inside the pt, carefully remove both the wire and catheter and do not use. If binding occurs outside of the pt, remove the catheter and do not use. No further action is required.